Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same incident as 1043534-2013-01191. This event occurred in (B)(6).

Event description:
Allegedly removed during the revision of another component. Orig. Surg. 2004.

Manufacturer narrative:
The complaint was reviewed and analysis showed no trend for item/lot.